Event description:
Pt reports that when pump is turned on, the message on screen stated "program default" with a prompt to program the pump. It appears the program was erased. This did not occur while the pump was in use and there has been no interruption in therapy due to the pump malfunction. Replacement pump to be shipped today. Dose or amount: remodulin 116 nkm, frequency: continuous, route: sq. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: pah.